Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having prolonged ipg charging. No device malfunction was suspected. The patients ipg was replaced and the patient was doing well postoperatively. The explanted ipg will not be returned.